Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump keeps alarming no delivery after changing the infusion set every couple of hours. She has changed her set a total of six times. The customer reported a blood glucose of 400 mg/dl and has been treating with a manual injection. The customer's current blood glucose was 385 mg/dl. The customer declined troubleshooting and wants the insulin pump replaced. It was verified that the infusion sets and reservoirs are not expired.

Manufacturer narrative:
No unexpected no delivery alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.